Event description:
The following has been reported: biomed reported: IV pump saying needs service on screen. No patient harm. 04/01/2025 16:23 - biomed emailed back reporting: tried cleaning the pins and ran then it said, "needed service" on the top of the screen. Unit is on. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a sticky av valve. The outlet pin was heavily contaminated with a sticky, thick substance. The pins were cleaned, and a mock infusion was attempted. Tubing set problem alerted immediately. A fresh set of logs were pulled, and the files indicated flag pcba issues. The encoder pcba was replaced, and a mock infusion was performed several times without any issues.